Event description:
A water leak in the unit was noted by the lithotripsy tech on set up. A company repair man came to service the unit. This delayed the patient's case by 45 minutes. There was no patient harm.